Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that percutaneous coronary intervention (pci) procedure was to treat a 75% de novo lesion in the distal left circumflex (dlcx) artery with mild calcification. The 2.00x15mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion for pre-dilatation. During the first inflation of the bdc the balloon ruptured at 8 atmospheres (atm); therefore, the bdc was removed from the patient without issue. There was no adverse patient effect and no clinically significant delay reported in the procedure. A same size non-abbott balloon was used to continue the procedure followed by stent implantation and post-dilatation to complete the procedure. No additional information was provided.